Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh and uphold were implanted. It was also reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was further reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
It was reported that patient also underwent enterocele repair and posterior repair with placement of bio-design collagen graft (cook), cystoscopy and urethral dilation on (B)(6 )2012 due to enterocele, rectocele, mesh erosion and urinary retention. (B)(4).

Manufacturer narrative:
(B)(4). Reason for surgery: pelvic prolapse it was reported that following insertion the patient experienced pain, erosion, infection, recurrence, bleeding, dyspareunia, it was reported that patient underwent mesh revision/removal on (B)(6) 2012 due to mesh erosion, pain. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.